Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was over delivering. Customer had low blood glucose level of 92 mg/dl. Customer was alleging insulin pump for over delivering because customer was going low after suspension of insulin pump. No harm requiring medical intervention was reported. Customer will discontinue use of the device.